Event description:
The dentist reported that this abutment screw fractured a year and a half post restoration.

Manufacturer narrative:
The complaint investigator¿s visual inspection of the returned component confirmed a fracture on the thread and a damaged hex. A dimensional and functional inspection cannot be performed due to the damage of the returned product. The review of the device history record and the product's complaint history did not provide any indication of a manufacturing deviation that would contribute to this event. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.